Event description:
A report was received that the patient's incision sites were infected. The symptoms were redness at the pocket incision site and seepage from the midline incision. The patient was prescribed keflex and IV antibiotics.

Manufacturer narrative:
Additional information was received that the infection was not device related. Patient is doing well and no further course of action will be taken.

Event description:
A report was received that the patient's incision sites were infected. The symptoms were redness at the pocket incision site and seepage from the midline incision. The patient was prescribed keflex and IV antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-50, serial # (B)(4), description: linear 3-4 lead, 50cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.